Manufacturer narrative:
Evaluation summary: the explanted device was returned and evaluated; as received, leaflet coaptation in air appears normal. The gap at the center of coaptation in air is normal. This gap is designed to close under normal physiological pressure and flow conditions when implanted. There is minor damage to the cloth and sewing ring that presumably occurred during implant or explant. All leaflets contain areas of discoloration consistent with blood residue. Echo review: an echocardiography recording was provided by the surgeon and reviewed by (B)(4) independent consultant; impression as follows: "there is mild-to-moderate central mr immediately after implantation of a pericardial bioprosthesis. The location of the mr is normal in association with this bioprosthesis, but the amount appears somewhat more than what is usually anticipated. On limited interrogation, no abnormality of the bioprosthesis is evident." Functional testing: the device was then tested by edwards¿ standardized in vitro testing under normal physiological conditions demonstrated that the functionality of the valve is acceptable per (B)(4). The total regurgitant fraction (trf) of the valve is 3.7%, which is more than five times less than the (B)(4) maximum allowed for this size valve in the minimum performance requirements. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Based on the provided information and edwards' investigation, there is nothing to suggest a device quality deficiency that may have caused or contributed to this event. Explant at implant of bioprosthetic valves are typically a result of inappropriate sizing, technical issues, and/or patient anatomy. No further action is required at this time, edwards will continue to review and monitor all events.

Event description:
It was reported via sales that an edwards mitral valve model 7300tfx-33mm was explanted due a very large central jet. Report indicates, " the valve sat nicely, then echo showed central regurgitatant jet (2-3+) at the back wall of the atrium. Surgeon waited for a period thinking that maybe with driving the pressure up, it might get better. Central jet remained. Used 3d echo to look at this, there was no technical issues that we could identify."